Event description:
Boston scientific received information that an alert was detected due to high shock impedances with this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead. At this time, all products remain in service and the source of the issue has not been determined.

Manufacturer narrative:
A request was sent to the field representative for additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
The field representative confirmed the patient has been seen for two in-clinic follow-up appointments since the out of range impedances were detected. Lead measurements were observed via the programmer and all measurements were normal and no noise episodes were recorded. As a result, the physician has elected to monitor the patient and see if the out of range alert occurs again. No further issues have been reported.